Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled check. Upon interrogation, the implantable cardioverter defibrillator exhibited low level, high frequency noise possibility of myopotential oversensing that was inhibiting pacing. Programming changes were made. The patient was stable after the intervention.